Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received low battery, weak battery, and motor error alarms. The customer's blood glucose was 160-170 mg/dl. The customer could not remember the details leading to the alarm. The customer also reported the insulin pump switching off unexpectedly. No additional information provided.